Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing impedance and threshold measurements. A revision procedure was performed and the rate/sense portion of the rv lead was surgically abandoned and replaced. The defibrillation portion of the rv lead remains active. The device was electively explanted and replaced. No adverse patient effects were reported during the procedure.